Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address pain. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges toxic amounts of cobalt and chromium metal debris to be released into the tissue, soft tissue reactions and thick, black, corrosive material around the base of the trunnion and inside the femoral head taper. The stem is now being reported to address these issues.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2032226 and dl2bj1. A search of the complaint database finds additional reported incidents against lot code 2332069 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.